Event description:
While using the closure device, the needle broke appearing stuck in the tissue. X-rays performed to identify exact location of the 3mm portion of the broken needle was. It was identified in the abdominal wall, where the 3mm portion of the needle tip was located and retrieved from the rectus abdominis muscle then passed off the field. All portions of the needle were retrieved. No harm to the patient.